Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was a persistent thermometer icon. Patient stated he has a severe flu and high temp which was making it harder to charge because the thermometer screen kept coming up. It was reported the patient was charging under blankets/pillows or near ambient heat source. Patient stated he lays on the antenna when he is charging. Patient reported they would call back if issue persists. No out of box failure reported. No medical or therapy problem with small parts was reported. It was unknown if issue resolved. No symptoms reported. No further complications were reported/anticipated.